Manufacturer narrative:
(B)(4). The reported complaint for iab "would not fully inflate to the top after inserted" is confirmed based on the customer photos with the complaint report. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the incomplete bladder inflation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "after the second iab was inserted and therapy initiated, they again noted that the top of the iab was not fully inflating. They again got possible helium loss 3 alarms. Again, a manual inflation / deflation of the balloon was attempted. The balloon still would not fully inflate to the top. Recommended that this balloon be removed and replaced. A third iab was obtained. This was also a 40 cc iab. The same site was used for all of the insertions. The third iab was inserted without difficulty. This balloon fully inflated to the tip. No alarms on the pump. The bpw was appropriate. The patient was stable hemodynamically through all of this". No patient harm or injury. The patient status is reported as "fine". See associated MDR #3010532612-2024-00572.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that "after the second iab was inserted and therapy initiated, they again noted that the top of the iab was not fully inflating. They again got possible helium loss 3 alarms. Again, a manual inflation / deflation of the balloon was attempted. The balloon still would not fully inflate to the top. Recommended that this balloon be removed and replaced. A third iab was obtained. This was also a 40 cc iab. The same site was used for all of the insertions. The third iab was inserted without difficulty. This balloon fully inflated to the tip. No alarms on the pump. The bpw was appropriate. The patient was stable hemodynamically through all of this". No patient harm or injury. The patient status is reported as "fine". See associated MDR (B)(4).